Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The patient's mother reported via phone call that the patient's blood glucose was in the 300 mg/dl range to the 500 mg/dl range. The patient changed her infusion set twice today: the patient had high blood glucose with the first set and the taping on the second set came off. Troubleshooting was declined for the high blood glucose. No products were returned and a replacement taping kit was shipped to the customer.